Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803. A replacement device was delivered on (B)(6) 2026. Camera head (B)(6) is in transit from italy to cmr surgical. Once investigation is complete a supplemental report will be submit with the results.

Event description:
Reporter alleged that during a procedure for a radical prostatectomy, partial nephrectomy and left sigmoid colon resection there was issues with the camera head, presence of almost constant flickering and complete signal losses lasting 3-5 seconds, also detectable on the console. Further information received confirmed there was no harm to patient, the patient did not require any additional medical action, no people were endangered. Due to the issue, there was a 40 minute delay in the procedure. A request has been made for the device to be returned, at the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.